Manufacturer narrative:
Date of event was reported as over a year from (B)(6) 2016 date. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an overdischarge was suspected on the patient's implantable neurostimulator (ins). The patient had not been able to charge the ins in over a year. Health issues were the primary reason for the overdischarge as the patient had a lot of other medical issues that were more pressing. The patient met with a manufacturer's representative a year prior to (B)(6) 2015 who came to her job and gave her instructions on a physician mode recharge (pmr). However, the patient still could not charge after trying. The patient tried reaching out to the manufacturer's offices, but the lines were disconnected. Therefore, she called patient services. The patient was redirected to the healthcare professional (hcp). Additional information received on (B)(6) 2015 reported that the patient couldn't get her implant to charge for a year. The patient had other medical issues and forgot about the implant. The patient was again redirected to the hcp. Further information received on (B)(6) 2016 from the manufacturer's representative reported that the patient had not used the ins for a year and the representative could not get the ins to "come back" through the use of physician recharge mode (prm) procedures. The ins was replaced. The indication for use for the implanted device was noted as post lumbar laminectomy syndrome.

Manufacturer narrative:
See manufacturer¿s report # 3004209178-2016-15238 for the patient¿s other device issue.

Manufacturer narrative:
Cif information is provided in the future, a supplemental report will be issued.